Event description:
Patient was revised to address loosening due to a fall and subsidence. The loosening was at the cement/implant interface, competitor cement was used. Update rec'd (B)(4) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records x-rays obtained on (B)(4) 2015 demonstrated a "healted" distal femoral fracture and osteolytic lesions. At this time the patient's femoral, tibial, patella, and insert are being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the product and lot combinations. The received medical records and x-rays were reviewed by a depuy medical professional. Although the review was able to confirm the reported event, no evidence was found to suggest that the complaint was product related. No corrective action was indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.